Event description:
Patient was implanted with proximal humerus plate and screw construct on (B)(6) 2012. It is reported that after viewing routine post-operative follow up images, surgeon stated that he was not happy with the reduction of the fracture. Patient returned to the o.r. On (B)(6) 2012, and all hardware was removed. This is 5 of 13 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.